Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that phacoemulsification tip (phaco tip) was loose and priming test failure occurred during calibration. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3. And h.11. One opened phacoemulsification tip, in a wrench was received for the report of priming test issue, sample was visually inspected and found to be conforming. Functional thread check and functional occlusion flow check was performed and both were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The photo attached was reviewed by the manufacturing site. The photo shows two phaco tips in a wrench in a blister. The reported issue could not be confirmed. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).